Event description:
Report received from the USA stating that the device ¿would not release the attachment.¿ the device was sitting on a tray with a note requesting a repair. The reporter was not aware of patient involvement therefore there were no injuries or medical intervention reported. There was no add¿l info provided.

Manufacturer narrative:
The device has been received by anspach. If add¿l info is received, a supplemental report will be sent.